Event description:
It was reported to philips that the system's power button was sticking and shutting the room down. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was shutting down. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified that the system shutting off as the suite pc went offline without shutdown request. The fse confirmed that the suite pc was defective. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the suite pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the suite pc and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.